Event description:
Customer reported device = 235 mg/dl. Customer took a shower. Customer passed out. Paramedics were called and their device = 91 mg/dl. No treatment was given. Customer was advised to go to the hosp; however customer refused. No controls were used. A request was made for return product and replacement product was sent.